Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump generated a "belt slip error" message. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.